Manufacturer narrative:
Continuation of d10: product ID: 3708660; serial#: (B)(6); implanted: (B)(6) 2024; product type: extension. Product ID: 3708660; serial#: (B)(6); implanted: (B)(6) 2024; product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a deep brain stimulation surgery for the treatment of parkinson's disease, the patient experienced an infection of the surgical wound and rejection of the implanted device. The family informed that the patient's wound had been consistently infected and rejected post-surgery. In (B)(6) 2024, all the batteries and extension wires were explanted in the hospital as an intervention to address the issue. The resolution of the issue at the time of the report was unknown.